Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found the image was noisy when connecting the scope was due to defective printed circuit board. And the no image issue was also due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer that the evis lucera elite video system center had a no image problem. The issue was found during preparation before use inspection in a diagnostic gastroscopy procedure. The patient was not under anesthesia, the facility completed the intended procedure with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the image was not displayed an also a noise occurred on the imagen when 290 series scopes were connected due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.